Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Product is outside of useful life.

Event description:
While using a g137 scaler, there was insufficient water flow and the handpiece and insert were overheating; no injury resulted.